Event description:
The user facility reported that while loading instruments into the steam sterilizer, one of the transfer carriage latches did not lock and the instrument load tipped and hit the operator on the chest as it was being pushed into the sterilizer. The operator went to the facility ER and received an x-ray; it was reported that he suffered a fractured rib and has returned to work.

Manufacturer narrative:
A steris service technician inspected the carriage and found that the right lower latch did not lock. The technician noted that the shaft on which the latch rotates had a build-up of debris interfering with the free rotation of the latch, preventing it from locking. The technician cleaned and lubricated the latch mechanism and placed the transfer carriage back into service.